Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as an irritation near area under breast where previous scarring and bruised ribs from previous resuscitation is causing irritation from tight vest. There was no alleged device malfunction contributing to the irritation. The patient was in hospital and barrier/foam pad was placed in between for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.